Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Although the endoprosthesis was implanted, the delivery system components were not returned. Therefore, we were unable to evaluate the delivery catheter.

Event description:
A gore viabahn® endoprosthesis was used for the treatment of a left external iliac artery stenosis. During a percutaneous transluminal angioplasty (pta) of the targeted site, a rupture in the common femoral artery was observed. A endoprosthesis was advanced into the left common femoral artery and successfully deployed. However, upon removing the delivery system, a portion of the delivery catheter detached and remained inside the patient. The introducer sheath was exchanged for a larger size and the remaining components of the delivery catheter were removed. Final angio run revealed the rupture and stenosis were successfully treated. The patient¿s condition was stable following procedure.